Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Pressure testing and clear passage under water was performed with no defects found. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that clearlink solution set leaked from the connection site. This event occurred as the set was being connected to the patient. The reporter stated that the luer connector did not tighten onto the IV port properly. There was no patient injury or medical intervention associated with this event. No additional information is available.